Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of the imagery provided showed: obstruction seen in the native annulus, could not confirm if this was stent; balloon inflation prior to burst; balloon inflation during burst.  Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the report. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons were 100% dimensionally inspected for defects.  In addition, product verification testing was performed on a sampling basis.  Samples must meet testing specifications as a requirement for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A review of lot history revealed additional similar complaint for balloon burst, which was confirmed.  However, no manufacturing non conformances were identified in the evaluation. The complaint for balloon burst was confirmed based on review of returned imagery. A review of the DHR, lot history, and complaint history, showed no indication that a manufacturing nonconformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. It is possible that the delivery system balloon material caught on patient stent in the right coronary. As noted in the report, the patient had a stent in the right coronary that protruded in the right of the native valve and the valve was deployed lower than usual in order to avoid the contact between the valve and the stent. The cine images provided show that the balloon ruptured on its proximal side, where it was possible for the balloon to make contact with the coronary stent. It appears possible that the balloon material caught on the coronary stent and burst the balloon. Since no labeling or IFU/training inadequacies were identified, neither corrective/preventative actions nor a product risk assessment (pra) are required at this time. However, a pra was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks and a CAPA to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a tavr with a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon burst during valve deployment.  The patient had a stent in the right coronary that protruded on the right of the native valve almost 1 cm. During inflation with nominal volume, the balloon impacted and deformed the stent, which ended up puncturing it. The valve was successfully implanted, lower than usual to avoid the stent, without any leakage noted. The system was removed with no injury to the patient. The patient is doing well.